Event description:
It was reported that the anchor was broken during surgery. All the pieces were removed from the patient. No injury was reported. Back-up device was available.

Manufacturer narrative:
Examination is not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.